Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.

Manufacturer narrative:
Follow-up # 1 date of submission 7/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 7/11/2016 with the following findings: there was a cs 064 call service alarm observed in the black box history associated with high force due to an occlusion during priming of the pump. A review of the black box data showed no evidence of a rewind issue. During the investigation, the pump successfully completed the rewind, load and prime steps. The pump was exercised for 24 hours after which no rewind issues such as the piston rod not retracting was observed. The investigation was unable to duplicate the initial complaint about a ¿rewind issue¿. Unrelated to the initial complaint, it was observed that the battery compartment was cracked.